Event description:
During a colectomy procedure, at the fourth firing the device could not be reloaded. The device could not be opened to changed the cartridge. Another device was used to complete the case with no pt consequence.